Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. Due to low vault without rotation, the lens was removed and replaced for a shorter length lens. The problem was resolved. Cause of the event was reported as device and patient related factor.

Manufacturer narrative:
2. Report source: other - japan corrected to poland claim #(B)(4).

Manufacturer narrative:
H6 - health effect - impact code (f): 4629 corrected to 4627. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #(B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Claim # (B)(4).